Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that surface ECG observed non-capture. Interrogation report revealed the rv and lv leads exhibited no capture.

Event description:
It was reported that the patient passed away in the cardiac catheterization lab. It was that there was uncertainty about if the cardiac resynchronization therapy pacemaker (crt-p) had delivered therapies appropriately. Unfortunately, the information from the device interrogation is no longer available. The device was removed. It was further reported that the patient collapsed at the supermarket and immediate cardiopulmonary resuscitation (CPR) was provided by a bystander. The patient was noted to be in ventricular fibrillation (vf) and four shocks were provided to the patient. The patient was then brought to catheterization lab for an angiogram, which had normal results. It was noted that intermittent capture was found on the electrocardiogram (ECG). A device interrogation showed an increase in right ventricular (rv) lead and left ventricular (lv) lead threshold measurements.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d10 continuation of d10: 419488 lead, implanted: (B)(6) 2006; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.